Event description:
It was reported that a patient implanted with a standalone intraocular lens (iol) experienced subluxation of the posterior chamber lens, resulting in temporary loss of vision. The patient is being monitored. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: date unknown, as information was requested but not provided. Section d6a: implant date: unknown / not provided. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.